Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited non-capture, high thresholds and unstable thresholds. The leadless ipg was removed. The patient was scheduled to receive a transvenous ipg system at a later date. No patient complications have been reported as a result of this event.